Manufacturer narrative:
Per tandem's user guide, do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer over-corrected via bolus delivery for a blood glucose (bg) level of 355 mg/dl. The bg lowered to 61 mg/dl and juice was consumed to address the low bg. Tandem technical support advised the customer to discuss the event with a healthcare provider.